Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was clarified hat device "shuts off and beeps and there are no bars" were referring to the recharger. It was also reported that patient had an appointment to see a manufacturer representative at the surgeon's office on (B)(6) 2017 for reprogramming.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported there was poor coupling. The ins was not taking a charge. The patient said ¿it shuts off and beeps and there are no bars.¿ the patient said the ins was not giving a steady charge. The patient said it takes 4 hours to charge the implant and it was ¿acting crazy¿ when they laid down and stayed in the one spot. The patient noted if she sat up it didn¿t work right and the coupling changed when they moved. The patient mentioned they had another ins that didn¿t take 4 hours to charge so the patient was comparing the two. The patient stated it takes a long time to charge when they get all the coupling bars. The patient stated the incision still had scabs on it. The patient had adhesive discs sent to them, but they did not receive them yet. A new recharging antenna was sent to the patient. The patient was going to consult with their healthcare professional (hcp) if the new antenna and adhesive discs did not resolve the issue. No further complications were reported.